Manufacturer narrative:
Insulin pump was received with minor scratched display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube, missing reservoir tube o-ring, and broken off reservoir tube lip. The reservoir tube lip completely broken off and test reservoir will not lock/click in place. Unable to perform basic occlusion test and occlusion test due to broken off reservoir tube lip. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, prime/compromised force sensor system test, no delivery test, displacement test, and rewind. No check setting alarm noted. Insulin pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history noted. No basal rate anomaly or bolus anomaly noted.

Event description:
The customer reported via phone call that the insulin pump's settings were changing on their own. The self-test passed. Customer's blood glucose level was from 150 mg/dl to 200 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.